Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. Replacement of the device was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-) entered in safety mode. Replacement of the device was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. Replacement of the device was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Updated medical device information, model number was corrected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. Replacement of the device was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.